Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was cut from the iab and not returned. A kink was found on the catheter tubing approximately 42.4cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #:(B)(4).

Event description:
It was reported that during an angiogram, the cardiologist decided to insert an intra-aortic balloon (iab). There were no issues during insertion, however, once therapy was initiated the cardiosave intra-aortic balloon pump(iabp) generated a fiber optic sensor failure alarm. The iabp was switched out for a cs300 but the same issue occurred. The customer did not want to remove the iab, so with telephonic guidance they converted it to a conventional iab by connecting a pressure bag and transducer. This was successful and therapy could commence with a ECG and arterial pressure (ap) wave without any further problems. Therapy was concluded after five days. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was cut from the iab and not returned. A kink was found on the catheter tubing approximately 42.4cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).